Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing disconnected from the cartridge tubing. Blood glucose was 397 mg/dl. Reportedly, the customer loaded a new cartridge, primed the tubing, and resumed insulin delivery.